Event description:
It was reported the pt did not feel effective stimulation coverage and needed coverage in her back. The pt underwent a surgical procedure; her lead was explanted and replaced with a paddle lead. The pt reported excellent stimulation coverage as a result of the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.